Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defective expiratory valve. In consequence (correction) the expiratory valve was replaced. There was no patient or user harm.

Event description:
This device is a loaner device from nk to the hospital. When the device was returned to nk on sept. 12 and we were checking its operation, we confirmed that peep was rising. (We checked with the hospital that had loaned it to us to see if there was any problem with it, but they replied that there was nothing in particular.)